Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller had been acting up a lot for the past few days. Pt reported seeing system problem message. Pt did not know the error code. It would say excellent and would charge for a little bit and would say system problem. The message did not come up today, but it came up yesterday and two other days. Pt was also getting a software problem message. Yesterday, pt was not able to charge at all. Now pt had been charging but the charging level stayed at 60% for over 40 min and won't go any higher. It went from excellent too good to 'nothing'. Sometimes it went to poor recharge quality. Pt said they did not move and was holding recharger (rtm) tight on their chest. Implanted neurostimulator (ins) is in their chest area. Pt also noticed the controller was at 80%, then it went down to 70% and 60% and then went up to 80%. Pt said they could not spend 1.5 hours every day trying to recharge. Pt tried a reset, and confirmed the green light was blinking. Pt was recharging on the call and took the rtm off and said their chest was 'fire red'. The paddle got warm. Pt was charging over bare skin. Recommended to charger over a t-shirt. Pt said it won't charge over clothing. On the call it was going from excellent to poor. Pt saw no damage on rtm but noticed the cord would come loose a lot going into controller port. Patient services (ps) had pt inspect the controller port, and they noticed there was a small little crack in the center of the port.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, lot# serial#: (B)(6), product type: recharger, section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6).this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.